Manufacturer narrative:
Per follow-up good faith effort (gfe) response received 24jan2025, the biomedical engineer (bme) replaced the defective touchscreen and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that there were touchscreen issues. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service and swapped out for another ventilator. The biomedical engineer (bme) called technical support to report that there were touchscreen issues. Per initial good faith effort (gfe) response received (B)(6) 2025, the bme stated that the bottom right portion of the touchscreen was not working--this has been a recurrent problem as the issue initially occurred in the top left portion of the touchscreen. The touchscreen was calibrated, but the issue remained. The remote service engineer (rse) provided the bme with the part number of the replacement touchscreen for repair. The bme has ordered and received the replacement touchscreen but has not replaced the defective touchscreen yet; however, the device is currently in service following a touchscreen calibration and factory reset. The investigation is ongoing.